Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was at home on (B)(6) 2024 and received an alert, the cgm was reading low. The patient didn´t experience any hypoglycemic symptoms but she immediately drank 7 juices based on the cgm reading. The patient started vomiting and took a bg reading which was 263 mg/dl. Her son took her to the hospital by car. There the patient was treated (no information about the specific treatment provided for hyperlgycemia). The patient reported experiencing ketoacidosis (based on what she felt after vomiting and with high readings but not mentioned if it was the doctors diagnoses). At the time of the report the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.